Event description:
It was reported that a cleo® 90 infusion set would not stick to the patient's skin when trying to insert the device. The patient's blood glucose level was 199 at the time of the event. The patient was instructed on how to thoroughly clean/dry the site before inserting the device. The patient inserted a new device and successfully resumed insulin. No adverse health outcomes were reported from this event.